Event description:
It was reported that the patient had been experiencing issues with their dbs therapy turning off on its own and being unable to restart it. This occurred twice in the last two weeks. The caller indicated that no adjustments had been made to the therapy and was unsure why it was turning off. The caller mentioned they do not let the battery drop below 30% and that they only realized the therapy was off when they saw the patient shaking while trying to drink and then used the external equipment to verify it was off. During the call, they connected to the implant and successfully turned the therapy back on, noting that the patient experienced a slight jolt when the therapy was reactivated. The caller mentioned having trouble with the my dbs therapy app spinning continuously and reported using the recharger and communicator simultaneously during recharging. The agent reviewed the use of the therapy app and recharger app with their corresponding external devices, advising that the best practice is to use one app at a time. The caller successfully used both apps during the call. An upcoming appointment with their technician at the healthcare provider's office was noted, where reports could be pulled to provide more information on how and when the therapy was turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.